Event description:
Rptr was using the snare to remove polyp. The polyp was encircled with the snare and rptr was attempting to excise and fulgerate as usual. There was no fulgeration-coagulation electricity going through the snare. Rptr immediately opened another new snare and was successful with the procedure with the new snare.